Manufacturer narrative:
H3. Analysis of the handset found no anomalies were visually observed and complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding an external device to an implantable pump infusing an morphine. It was reported that the handset was taking forever to connect to the pump and deliver a bolus. Agent understood that the handset was lagging at 90%. Agent guided the patient through clearing the handset data. The patient was connecting to the pump but was getting upset since they saw "no pump found". The communicator light was solid blue. Agent reviewed communicator placement with patient. The patient was eventually able to connect to the pump after repositioning the communicator. When asked for the event date, the caller stated that it was probably a month. Additional information received from the patient indicated that the connection remained was slow but they were able to request/receive bolus well without any issues or delays. The caller stated 'they upped the dose on the morphine a little bit until I can figure out what's going on with all this". They stated that they could't use their 4 boluses right now because they don't idant to attempt to try it because of how difficult it was to do. It was noted that after the previous call, they got a bolus and it worked, but the next time they went to bolus, it didn't work. Patient stated the equipment kept spinning and spinning. Patient started connecting to the pump while agent was reviewing information and patient able to request/receive a bolus well without issue. Additional information was received from the patient. It was reported that the patient called back and stated that they were still having issues with connecting to the pump. The patient stated that their healthcare provider's office t old them to get the external devices replaced and insisted on getting replacements. The patient was asked clarifying questions, and the patient stated that they were not doing troubleshooting. A request were sent to the repair department for a replacement communicator and handset. The patient was informed to speak with their healthcare provider's office for next steps if the replacements did not resolve the issue. Additional information was received from the patient who called back stating that they had received the replacement devices and needed assistance pairing them to the pump. The agent assisted the patient with pairing the devices and the patient was able to do a bolus.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID hh90t02; serial# (B)(6). Product type: mobile platform product ID tm90t0; serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.